Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an insulin syringe. The customer reports that while attempting to activate the safety shield, it came off the device and the nurse was stuck with a contaminated needle. The nurse has gone through the initial blood testing and is awaiting results. Further testing will be followed according to the facility protocol.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.